Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia/wolffe parkinson white (avrt/wpw) ablation and the patient experienced chest pain and pericardial effusion that required transfer to another hospital. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31583583m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia/wolffe parkinson white (avrt/wpw) ablation and the patient experienced chest pain and pericardial effusion that required transfer to another hospital. After pacing maneuvers, a wpw pathway was found. The patient started having chest pain. Patient was sent to another hospital for further intervention, although the specific intervention was unknown. There were no ablations, and they did not go transeptal. Using carto sound catheter, a pericardial effusion was noted. The x-ray system was down so they were not using x-ray. The hardware worked within specifications and does not want the units evaluated.